Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer used a portable charger instead of the recommended tandem wall adapter, and instructions were given to plug the wall adapter into a working outlet and wait at least 30 consecutive minutes to attempt charging; a follow-up was planned by customer technical support.